Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got infection while trying the purewick female external catheter and discontinued use. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." The device was not returned.

Event description:
It was reported that the patient got infection while trying the purewick female external catheter and discontinued use. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for infection.